Event description:
On 10/24/97, after obtaining blood gas sample from a pt in the emergency room the clinician laid the syringe down while holding the puncture site. When the clinician went to pick up the syringe the needle stopper fell off and the clinician sustained a needle stick.